Event description:
The patient was revised because of poly wear and loosening.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product information required to review the device history records for the reported tibial tray was not provided. The investigation could not verify or draw any conclusions about the root cause of the reported polyethylene wear or device loosening. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated.